Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycaemic episode, during which they lost consciousness and sustained an injury. It was reported that on (B)(6) 2026 the patient¿s blood glucose declines to 46 mg/dl while wearing the pod for longer than 48 hours. The patient attempted to correct their blood glucose levels by drinking juice; however shortly after drinking the juice, they lost consciousness and fell. The patient reported they were able to able to continue their day as normal. The next morning on (B)(6) 2026 the patient¿s knee was swollen and unable to bear weight, the patient was unable to get out of bed so called an ambulance. The patient was taken to hospital and diagnosed with a broken tibial plateau bone. Whilst in hospital, the patient was given tramadol and provided with a brace. The patient was prescribed oxycontin (oxycodone) and advised to also take 2 aspirin daily. The patient was released 7 hours later.